Event description:
During a greenlight laser of prostate, nearing end of procedure after around 200 kilojoules used at laser setting of 120 watts, the fiber spontaneously destructed. The surgeon was able to retrieve pieces from area.